Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the personal therapy manager (ptm) would get to 90% when patient was trying to bolus and then stays there for up to an hour before it would complete. Patient claimed this had been happening since they got the new pump last year. Agent reviewed steps to clear data from the handset; data was 22.65 mb. After clearing data they were able to successfully connect ptm to the pump without delay. This resolved the reported issue.